Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace68) was fractured just distal to the strain relief, approximately 3.5 cm from the hub. Conclusions: evaluation of the returned device confirmed it was fractured just distal to the strain relief. This damage may have occurred due to forceful handling of the ace68 at extreme angles during removal from the packaging hoop. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the scrub technologist found that the penumbra system ace 68 reperfusion catheter (ace68) was broken at the distal to the proximal hub upon removal from the packaging. The damage to the ace68 was found prior to use. Therefore the ace68 was not used in the procedure. The procedure was completed using a new ace68.